Manufacturer narrative:
(B)(4).

Event description:
On 13sep2016 a patient¿s (pt) parent called to report that the pt ¿had an eye infection at the first of (B)(6).¿ the pts parent reported that the pt put in a new lens and the next day the eye was ¿puffy, red, irritated, and sore.¿ the pts parent reported that the pt was taken to his/her eye care professionals (ecp) office and the pt was given eye drops and discontinued contact lens wear. The pts parent reported that the pts eye is ok now and the pt has returned to lens wear. The pts parent reported that the suspect product was discarded. A call was placed to the pts treating ecp and additional information was requested. On 14sep2016 a call was received from the pts treating ecp and the additional information was received as follows: the ecp reported that the pt was diagnosed with a corneal ulcer os on (B)(6) 2016 ¿due to old contacts and over wear of lenses.¿ the ecp reported that the ¿corneal ulcer was located at 12 o¿clock toward the periphery of the cornea.¿ the ecp reported that the pt ¿has a scar, but did not have loss of vision.¿ the ecp also reported that the pt was prescribed moxeza every six hours. The ecp reported that the pt had a follow-up appointment on (B)(6) 2016 and the corneal ulcer had resolved and the pt was allowed to return to contact lens wear. No additional information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00llb5 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.